Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. Customer's current blood glucose value: 196 mg/dl. The customer experienced symptoms such as feeling sick. Customer stated that they took manual injection as well as insulin pump bolus to treat high blood glucose levels. Customer alleged that the insulin pump was under delivering. Troubleshooting was performed and the product is not expected to be returned for analysis.